Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 handpiece while in use. The reported complaint did not result in an injury or need for intervention.

Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Attachment was not able to be fully tested by production personnel due to a cap being loose. Microscopic evaluation revealed small dent on the head. Debris and remains of loctite were seen within cap and head threads. Cap cavity was found with debris and slight corrosion. Lack of lubrication was also seen within the cap side bearing. Attachment was sent to (B)(4) for further evaluation. Results from (B)(4) stated: cap and head were found with small dents. Cap button and pusher were found with some seizing marks indicating contact when in use. Head cavity is very dry and rusted. The ball bearings are worn.